Event description:
It was reported that the device took a long time to interrogate at the implant procedure. When it came up, the device was at recommended replacement time pacing at vvi 65 pulse per minutes. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.